Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. In addition one channel showed high impedance status due to undetermined reasons. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a final report.

Event description:
The recipient could not hear anymore using the device, the hearing perception changed overtime. The user has been reimplanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. In addition one channel showed hi status due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient cannot hear anymore using the device, the hearing perception changed overtime. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. In addition one channel showed hi status due to undetermined reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient cannot hear anymore using the device, the hearing perception changed overtime. Re-implantation is considered. However, no date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear anymore using the device, the hearing perception changed overtime.